Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the biomed that the cs300 intra-aortic balloon pump (iabp) unit had a short battery life was confirmed during repair. The issue was discovered by customer and no patient was harmed. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they ran unit on test balloon and system trainer. The unit fails battery test and shuts down after 45 minutes of pumping (120bpm). The fse replaced the batteries (0146-00-0039) and tested procedures other than battery test, ran and passed. Unit left charging overnight to perform full battery test the following day. Battery test completed successfully. Unit passes all tests and calibrations as well as functional and safety checks to manufacturer standard.

Event description:
N/a.